Event description:
It was reported that the biomed stated the arctic sun device was not sending temperatures correctly. Nurses changed the temperature cables, and it was still not reading. Sn: (B)(6).

Manufacturer narrative:
The reported issue was confirmed. The root cause could not be definitively identified. Nurses changed the temperature cables, and it was still not reading. Sn: (B)(6). The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. Complete initial reporter facility name: (B)(6). UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the arctic sun device was not sending temperatures correctly. Nurses changed the temperature cables, and it was still not reading. Sn: (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.